Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that an impedance test was performed at 1.5 volts and 3 volts. The patient was sent for an MRI as they suspected that she had a mini stroke and that could be the cause of the impedance issues.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), product ID: 977a290, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient went for dinner at a restaurant the night of (B)(6) 2020 and they were seated close to the computer that captured orders. She noticed a buzzing sensation every time that the waiters typed in the orders and it was so bad that they left the restaurant. In the early morning of (B)(6) 2020, the patient's headaches started again after being under control for a long time. The doctor asked whether this could have caused the ins to overstimulate causing a type of lesion, and therefore causing high impedance and a loss of therapy. The patient reported a return of headache symptoms and a loss of therapy, and the doctor reported high impedance measurements of more than 10000 ohms. Suspected electromagnetic interference may have led or contributed to the issue. The doctor performed the impedance test on (B)(6) 2020, and mentioned that the patient still felt stimulation in the areas of pain but had no symptom relief. The doctor also tried to reprogram the ins on (B)(6) 2020. When he switched the stimulation on, the patient said she felt the same buzzing. The doctor decided on (B)(6) 2020 to switch the system off for a couple days to see if the issue would resolve itself. The issue was not resolved as of (B)(6) 2020. The patient was alive with no injury. It was noted that this was an occipital nerve stimulation (ons) patient. The doctor had not taken x-rays so they could not advise regarding the lead position. Additional information was received from the rep. A device data file was provided. Two telemetry printouts taken on (B)(6) 2020 were also provided, one done while the system was switched off and the other when the system was switched on a stimulation was being felt in the targeted site. Both printouts showed all pairs involving electrode 0 as having out of range impedance greater than 10000 ohms. All other pairs were within normal limits, ranging from 870 to 3415 ohms. Electrode 0 was used in one of the three programs included in group a. The doctor did fluoroscopy and could not see any issues; there was no loose connection or fluid at the site. It was noted that the doctor was seeing the patient again on (B)(6) 2020. Additional information was received from the rep. A new device data file was provided along with a telemetry printout from (B)(6) 2020 and a telemetry printout from (B)(6) 2020. The rep tested impedance on 0.7 volts (v) then 1.5 v and lastly 3 v on 0.7 v, they had impedance greater than 10000 ohms on electrode 0 but on all the higher voltage impedance tests the readings were normal.